Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. There were no other complaints reported in the lot number. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following implantation of an intraocular lens (iol) patient experienced bad visual acuity, quality of vision was filmy and results were more myopic than target. Lens was exchanged with a different lens in a secondary procedure. Additional information was received reporting in the surgeon¿s opinion, the product contribute to the event.